Manufacturer narrative:
Patient received a prodisc c implant at level c3-4 on (B)(6) 2023. Due to the patient's poor bone quality the surgeon removed the pdc implant on (B)(6) 2023 and performed a corpectomy at the level. MDR submission was indicated. A review of the DHR was completed and no anomalies associated with the complaint were identified. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was returned to exponent for third party device evaluation. Exponent will complete the evaluation based upon their approved report protocols. It was confirmed that a removal took place due to poor bone quality. No other anomalies associated with the complaint were found during the investigation. This report is for 1 of 1 devices involved in this event.

Event description:
Patient received a prodisc c implant at level c3-4 on (B)(6) 2023. Due to the patient's poor bone quality the surgeon removed the pdc implant on (B)(6) 2023 and performed a corpectomy at the level.